Manufacturer narrative:
Correction: d10 (concomitant medical products). Additional information: d9, h6 (type of investigation) and h11 (roi) . H3, h6: the reported devices were returned and evaluated. The visual inspection revealed that the the tibial baseplate returned with wear from use and cement residue on the posterior side. The high flex insert and femoral component were returned with minimal wear from use. A review of the production orders for reported devices did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for unicompartimental knee systems revealed in adverse reactions that looseness of components can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/ or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Additionally, reveal that looseness can contribute to conditions like peripheral neuropathies, subclinical nerve damage has been reported and may be a result of surgical trauma. Temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management files revealed this failure mode and event were previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the reported products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka on (B)(6) 2024 the patient began to experience pain and discomfort. A revision surgery was performed on (B)(6) 2024 due to loosening of the journey ii UK med tib base sz 6 rt. The current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.